Manufacturer narrative:
E1: (B)(6). It was also reported that there were at least two patients involved. Hence, separate reports are being submitted for the other patients involved. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The nurse supervisor had complained about the adhesive issue of company's dressing. It was reported that in the hospital they were using surgical dressings for more than ten years and who noticed some changes on the consistency. The dressing was used up to three to four days and it was applied at the operation theater (ot). Additionally, he said that now it was stickier, and they had problems removing it on one patient. The product was used by the patient. There was no harm or reaction reported and there was no preparation technique used. A video depicting the issue was received from the complainant.